Event description:
According to available information, the device required replacement due to a tubing break right at the reinforcement on the left cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached inlet tube with connector were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. Two separations were noted on the exhaust tube of cylinder 1. One separation was noted at the tube/strain relief junction with monofilament pulled out. The other separation was noted mid-way on the exhaust tube of cylinder 1. Both were sites of leakage. The surfaces of both separations appeared rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the inlet tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 1 at the tube/strain relief junction and further down on the same exhaust tubing. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.